Event description:
It was reported that a malfunction alarm occurred on the pump that could not be reset, and the customer had experienced at least three similar occurrences. The blood glucose level was reported as 126 mg/dl. The customer was instructed to perform a pump reset, revert to multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged by technical support to be sent to the customer. Additionally, the customer was advised to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.